Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7122q competitor lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that seven months after implant, the left ventricular lead (lv) was not functional. High thresholds and lead dislodgement were suspected. The lead remains in use and no actions are planned. The patient is enrolled in the panorama 2 clinical study. No patient complications have been reported as a result of this event.